Event description:
It was reported from the ous that during an orthopedic surgery the surgeon experienced a broken pilot tip reamer. The tight shoulder retracted off the humeral head and the 38mm tip broke. The surgeon tried again after some more resection and had to user the bigger 42mm the tip broke again. There were no pieces that fell into the surgical site, no delay, and no adverse event to the patient. The agent was present at the time of surgery. The patient's health stable leaving the or. No additional information. 2 of 2 mdrs.